Manufacturer narrative:
H3 other text : device not returned.

Event description:
It was reported that insulin drips were not observed to be exiting the cartridge during the load fill process. Reportedly, the cartridge was changed multiple times to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer's blood glucose level.